Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: additional devices that associated to this event include: plc201000/11087344, plc181200/12230545. Concomitant medical products: patient medications includes but are not limited to: advil, norco (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm, and was implanted with three gore excluder aaa endoprostheses (rlt231414/ 13134332, plc201000/ 11087344 and plc181200/ 12230545). The patient tolerated the procedure. On (B)(6) 2017, the patient presented with an aortic duodenal fistula and was converted to open surgical repair. It was reported that all devices were explanted. The patient tolerated the procedure. The devices were discarded at the site and not available for analysis by gore.